Event description:
It was reported that the patient's pocket was red and had developed an infection. The lead was explanted on (B)(6) 2012.

Manufacturer narrative:
Review of quality records.

Manufacturer narrative:
Analysis was normal.